Event description:
It was reported that the bottle inside the bd bactec¿ peds plus¿/ f culture vials broke and blood leakage occurred. There was no report of user or patient impact. The following information was provided by the initial reporter: it was reported that broken bottle that was leaking in their instrument

Manufacturer narrative:
The following fields have been updated with corrected information: describe event or problem: it was reported that the bottle inside the bd bactec¿ peds plus¿/ f culture vials broke and blood leakage occurred. There was no report of user or patient impact. The following information was provided by the initial reporter: it was reported that broken bottle that was leaking in their instrument medical device brand name: bd bactec¿ peds plus¿/ f culture vials. Medical device catalog #: 442194. Medical device lot #: unknown. Medical device expiration date: unknown. Unique identifier (UDI) #: (B)(4). Medical device serial #: na. PMA / 510(k)#: k954927. Device manufacture date: unknown.

Manufacturer narrative:
Investigation: bd was not able to perform an investigation to the retention samples since neither batch number nor returned goods samples were available. Batch history records are always reviewed prior product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint was not confirmed. Letter # shq ¿ 170 should be provided to customer. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that the bottle inside the bd bactec¿ peds plus¿/ f culture vials broke and blood leakage occurred. There was no report of user or patient impact. The following information was provided by the initial reporter: it was reported that broken bottle that was leaking in their instrument.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bottle inside the bd bactec¿ fx, instrument top, packaged broke and blood leakage occurred. There was no report of user or patient impact. The following information was provided by the initial reporter: it was reported that broken bottle that was leaking in their instrument.